Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and no found evidence of reported problem. Visual inspection was performed, and the pump was not able to power up. In additional during power up, the pump alarmed error code 20201. The customer's reported problem was verified. During inspection the pump was unable to power up and further investigation of the pump determined that a faulty microprocessor board was the root cause of the issue. Service replaced the microprocessor board to correct the reported problem. The root cause of the reported problem was the faulty microprocessor board.